Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years later, computerized tomography-abdomen without contrast was performed which showed that there was perforation at 4 o'clock 14.1 mm, 2 o'clock 5.4 mm and 3 o'clock 5.5 mm. Right-sided tilt 11.07 degrees and posterior tilt 6.78 degrees. There was no migration. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately ten years post filter deployment, a computed tomography (CT) scan revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.